Manufacturer narrative:
The blue split cannula was returned but not on the needle. T1 was freed from the delivery needle. The depth limiter was returned, it is flared and puckered. This indicates difficulty with reaching desired surgical location. T1 is present but freed from the delivery needle. T2 and remaining suture are in original location within the delivery needle track. The complaint indicated ¿t2 fell off¿. The suture has been looped and displaced. The delivery needle is slightly twisted. Twisting or bending can interfere with advancement and removal of t¿s. A functional test indicates that the device advanced normally. T2 advanced into proper location and manually stripped off the needle tip as intended. There is no manufacturing cause related to support this complaint. The complaint cannot be supported.

Event description:
It was reported that after t1 was sutured, t2 fell off. All t's were removed from the patient. No patient injuries were reported.